Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support instructed the customer on various troubleshooting steps, including inspecting and cleaning specific components, but the issue persisted. Subsequently, the customer reused a functional cartridge and continued to experience the problem even after testing with water. Tandem decided to replace the pump with one having updated software, and instructed the customer about pump storage and replacement procedures. The customer understood and acknowledged all instructions, including the return of the faulty pump.